Manufacturer narrative:
Manufacturer's investigation conclusion: the reported short-to-shield driveline issue could not be confirmed as no product was returned for evaluation and no log files were provided for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an unshielded patient cable was requested for the patient who had a known short to shield driveline issue.

Manufacturer narrative:
Event: the patient's known short to shield was originally reported under MFR# 2916596-2019-02606. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.